Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant is unk. It was reported approx 53 months post stent graft implantation, the pt was seen for a routine follow-up appointment. The CT demonstrated the stent graft had migrated with a type I endoleak. The physician implanted an aneurx aortic cuff and the endoleak resolved. No additional clinical sequelae have been reported and the pt is fine.